Event description:
It was reported that the patients wife was squeezing the healing areas and caused the leads to start protruding. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8336500. Model: sc-2352-50/sc-2352-70. Serial: (B)(6). Batch: 7078858/7078211. Product family: scs-ipg-pc. Upn: m365sc14320 model: sc-1432 serial: (B)(6).